Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to magnetic resonance imaging (MRI) conditionality. The ipg will not be returned for analysis. Postoperatively, the patient was doing great and reported getting good coverage of pain areas.

Manufacturer narrative:
Correction to the initial MDR in e1. B3: approximated based on the date the manufacturer became aware of the event

Manufacturer narrative:
Correction to the supplemental MDR in h6. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to magnetic resonance imaging (MRI) conditionality. The ipg will not be returned for analysis. Postoperatively, the patient was doing great and reported getting good coverage of pain areas.